Event description:
The customer reported that the insulin is squirting out during the manual prime process. The customer also reported an alarm during the priming process. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a loose drive support disk. The insulin pump was unable to prime during the prime test due to the loose drive support disk.